Event description:
On 22 april 2024, neo tract was informed of a patient who underwent a pul procedure on (B)(6) 2024. The procedure was uneventful, with two implants placed. Post-procedure, the patient presented to the emergency department with irritation and was believed to have a ¿nick in the bladder or a perforated bladder¿. No additional information was received.